Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission noted far r-wave over-sensing. Programming changes were discussed. Patient condition could not be obtained.

Manufacturer narrative:
Missing in manufacturer report number: 2017865-2019-18022-01.

Manufacturer narrative:
Company representative should not have been checked.

Event description:
New information received noted that programming changes were made. There were no patient consequences.